Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. It was reported during the initial implantation of the stent graft, everything went well and there was a successful outcome, per the final angiogram. The patient presented emergently five months post stent graft implant, with no left femoral pulse and had complete paralysis of the left leg. The physician elected to perform a thrombectomy of the ipsilateral iliac limb at the level of the gate and implanted a palmaz stent. The patient had a good outcome and was discharged home the following day. The patient regained full use of his left leg. The patient was discharged on anti-platelet therapy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results - arterial and venous occlusion. Secondary intervention.